Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a 500:320:658 failure code. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during on-site product evaluation by a baxter technician. The assignable cause was a defective pump head module keypad. The pump head module keypad was replaced to correct the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The biomed technician reported a colleague infusion pump with 500:320:658 failure code. It is unknown when the event occurred. However, this condition had the potential to interrupt delivery. There was no report of patient involvement, injury, medical intervention or adverse event related to this device. The user interface module software version is 6.63.92. No additional information is available. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.